Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the drive manifold leak test on a cardiosave intra-aortic balloon pump (iabp) failed. The vacuum portion of drive manifold test, was at 27 and 28 mmhg out 25 mmhg.there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered te issue reported that nothing unusual was identified in the logs. The fse troubleshoot the pim without addressing the issue. Compressor, x5, pim test, and regulators and transducer calibrations all were within tolerance. The fse replaced the driver manifold and passed drive manifold test at 1 and 2 mmhg without exception several times. The loud speaker got damaged/broken while loading/unloading the fse's tools to the van so it was replaced. The pm was completed with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the drive manifold leak test on a cardiosave intra-aortic balloon pump (iabp) failed. The vacuum portion of drive manifold test, was at 27 and 28 mmhg out 25 mmhg. There was no patient involvement, and no adverse event reported.